Event description:
Blade broke off during arthroscopy inside patient's hip. Arthroscopic removal of the broken blade proved unsuccessful. Consent obtained for procedure to be converted to an open procedure. Procedure converted and the surgeon retrieved the broken blade.